Event description:
Boston scientific received information that a patient implanted with an implantable cardioverter defibrillator (ICD) presented to the hospital after having had two syncopal episodes. The patient was admitted to the hospital and it was noted they were defibrillated four times before the physician could get the ICD "functional". It was also noted that the patient's initial electrocardiogram showed the patient had long qt syndrome, which improved with medication changes. The device was also reprogrammed which was noted to have suppressed the patient's ectopy. The patient then got shocked again for ventricular fibrillation (vf) and they subsequently had an ablation, which did not resolve the patient's ectopy. It was questioned how to program the device.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.